Event description:
Patient's meter was reading inaccurately high. The customer service representative spoke with the patient's family member and they explained that the incident occurred over a month ago. They could not recall any blood glucose readings or amounts of insulin taken. They then explained that they remembered feeling "hypoglycemic" and obtaining a blood glucose reading of "254 mg/dl". They did not provide a time as to when they felt hypoglycemic and a time for which they obtained a reading. Customer took dextrose because they had been shivering they obtained a "194 mg/dl" when they arrived at work (time unknown). They took dextrose because they had been shivering. They decided to run a "visual test" of their blood glucose level. They obtained a "80 mg/dl" from the "visual test". They did not receive any medical care from a health care professional. They reported having a insulin pump and adjusting their therapy for each meal by taking "regular" insulin. They further explained that they have problems with insulin dosages due to their severe eating disorder and is currently in therapy. The customer service representative attempted to run a control solution test and the meter would not power on. Through troubleshooting it became apparent that the meter would power on by pressing the "m" button only. The lot of test strips that the patient had would not trigger the meter to power on, when inserted into the test strip port. The customer service representative replaced the device due to an unresolved power issue. The customer service representative replaced patient's test strips and meter.